Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis on the esophagus to the small intestine on an open total gastrectomy, the anvil could be tilted and the knife blade still cut but no staples were fired. It was also stated that the anvil could be bent. This resulted to surgical time extension to 30 minutes of more and extended incision due to the product problem. A manual anastomosis was done to complete the case.